Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer , the following information conveyed : laser system was inspected prior to use and after use on the procedure. No visible damage observed on the device (laser system). Field service engineer (fse) was contacted and the laser was inspected by the service maintenance (sms) onsite and confirmed that there was no damage to the laser unit as a result . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fiber smoking at the connector end interface of the console could not be determined, as the device was not returned for evaluation. However, it¿s likely the root cause of the smoking can be attributed to the concomitant device. Patient identifier (B)(6) (laser fiber tfl-fbx200s lot kr226917). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This laser system was not returned for evaluation. According to the report there was no allegation or complaint against this laser system. The laser fiber being used with this laser system was the device replaced during the procedure and was replaced with a second fiber. Investigation however is ongoing. This report will be supplemented accordingly following investigation. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
Company representative (rep.) Reported during a therapeutic ureteroscopy procedure, the laser fiber was found smoking where it connected to the machine (superpulsed laser system; model tfl-pls, serial no. (B)(4)). The laser fiber was replaced, a second laser fiber was used to complete the procedure. The intended procedure was completed with no impact or harm to the patient. No user injury reported. This event includes two reports: report with patient identifier (B)(6) (laser fiber tfl-fbx200s lot kr226917), report with patient identifier (B)(6) (superpulsed laser system model tfl-pls, sn: (B)(4)). This report is for report with patient identifier (B)(6) (superpulsed laser system model tfl-pls, sn: (B)(4)).